Manufacturer narrative:
Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery casing does not "hold" in the device when inserted was confirmed. An assessment was performed on the device which found that the motor power was too low. It was further determined that the motor was drawing high current, coupling was worn out, trigger was sticking, and the battery casing did not lock. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery casing does not &#49679;ld&#55305;n the small battery drive device when inserted. During in-house engineering evaluation it was observed that the motor power was too low. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.